Manufacturer narrative:
A ge service rep performed an on site investigation. The key switch was not in the correct position and the high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the vertical lift column on the 9900 system would not work and there was an arcing noise. No pt injury was reported.